Manufacturer narrative:
The subject device was returned to omsc for evaluation omsc confirmed that the coating of probe was partially missing. The probe was cracked at 14 mm from the distal end. There were scratches around the crack. Based on the past similar cases, it was known that the coating of probe was damaged and the probe was cracked when the user output the device contacting with hard objects such as metal clips, stapler, or other instruments. Ultrasonic level error occurred because the probe was subjected to the probe. The instruction manual of the device already cautions; the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.

Event description:
During a distal gastrectomy, the subject device was used. In the procedure, ultrasonic level error occurred frequently. The procedure was completed with another thunderbeat. There was no patient injury reported. Olympus medical systems corp. (Omsc) received and evaluated the subject device. As the result, omsc found that the coating of probe was partially missing on (B)(4) 2017. It was not reported that the fragment of the coating fell into the patient.